Event description:
The following information was reported to gore: on (B)(6), 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. During the treatment, the trunk was deployed just under the left renal artery, however it was slightly moved distally due to blood flow. The trunk was positioned using the constraining mechanism and deployed. After all stent grafts were implanted, an angiography revealed that the aorta around the celiac artery was narrow. A retrograde dissection from the renal artery to ascending aorta was observed with an intravascular ultrasound (ivus). The physician determined that it could not be treated with endovascular technique. The patient was discharged from the operating room and an computed tomography angiography was performed. Then an emergent total arch replacement was performed. The patient tolerated the procedure. The physician stated that the retrograde dissection may have occurred when the device was pushed up using a constraining mechanism or during touch-up using a coda balloon, but details are unknown. An egoist standard guidewire was used, but the vessel was strongly tortuous and there was strong resistance to pushing the device up, a stiffer guidewire might have been better.

Manufacturer narrative:
Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ three radiographic jpeg images provided for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window level, rotating image, etc.) ¿ jpeg #1 shows a leading olive and a non-deployed device on the deployment catheter near the level of the visceral vessels. ¿ jpeg #2 is a poor quality image but shows deployed devices in the abdominal aorta and the common iliac arteries. Contrast flow is shown only proximal to the level of the distal device limbs in the common iliac arteries. ¿ jpeg #3 ¿ cannot confirm aortic dissection with the images provided. H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.